Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. One 6 fr angio-seal vip device was received for product evaluation. The arteriotomy locator was received separate from the hemostatis sheath. Visual inspection revealed that the locator was slightly curved. Upon microscopic analysis, it was noted that the plastic on the mating hub was smoothed, most likely due to repeated attempts at mating the locator with the sheath. Functional testing was performed; and the hemostasis sheath was mated with the arteriotomy locator. A tactile click was felt and the mating was successfully. A review of the device history record of the product code/lot# combination was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that while using the angio-seal device during a lower extremity angio, the arterial locator would not stay fixed in the introducer thus would keep sliding back upon entry over the wire and into the artery. The tech noted the clicking sound was not heard when the two were first pushed together, and the dilator was loose within the introducer. The device was removed and another device was used in its place, and the procedure was successful. The blood loss was less than 250 cc's. The patient condition was reported to be stable. A 6fr pinnacle sheath was used with the device.